Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the procedure, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer acknowledged and understood.